Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose of 36 mg/dl. The customer stated that she was found passed out by paramedics in her vehicle on the side of the road. The customer then stated that she had been having unexplained low blood glucose levels for the past few months. The customer also stated that she changed her infusion set the day of the event and regularly changed it every two days. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.